Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultramini meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 10:00 pm, the patient replaced the reported meter¿s battery. Afterwards he noted the meter would not power on; he was unable to obtain a blood glucose reading. On (B)(6) 2014 at 6:00 am the patient experienced the symptoms of shaking, sweating and dizziness. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. Troubleshooting revealed the patient¿s test strips were correct and there had been no misuse of the product. The patient contacted lifescan customer service afterwards and reported that there was a sticker on the battery he had inserted into the meter. Once the sticker was removed, the meter powered on successfully. The patient manages his diabetes with insulin taken on a sliding scale. The meter, test strips and control solution were replaced. The patient¿s technique was incorrect by installing a battery into the meter with a sticker on it. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after the power issue occurred, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.